Event description:
Facility medwatch # 5606310000-2005-8002. It was reported that durng a pta treatment procedure, a portion of the ultra-thin sds balloon detached inside the pt. The pt was asymptomatic during this event. The lesion being treated was a calcified, 70% stenotic lesion in a tortuous left common iliac artery. The physician used a 4 fr introducer sheath for vascular access, an angled glide catheter and a .035 glide wire to cross the lesion. Initially, difficulty was encountered when passing the ultra-thin balloon through the lesion. After the lesion in the distal and proximal left common iliac artery was dilated, the physician elected to use a kissing balloon technique to dilate both common iliac arteries. This was accomplished using an add'l, unspecified balloon. The unspecified balloon was removed from the right common iliac artery without difficulty. During withdrawal of the ultra-thin balloon catheter, a portion of balloon material detached and remained in the pt's left femoral artery. Attempts to snare the retained balloon material were unsuccessful. The pt underwent a cut-down procedure of the left femoral artery and the balloon material was removed. The pt was discharged from the hospital the next day, and is reportedly doing 'good'.